Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event while using a dexcom g7 with the ilet system, with cgm showing a nadir of 39 mg/dl and a confirmatory fingerstick of 66 mg/dl; the user treated with approximately 15 g of skittles and an additional uncrustable and later measured 119 mg/dl, with the pump showing 109 mg/dl, and the cause of the hypoglycemia remained unclear despite a preceding prolonged hyperglycemic period and insulin delivery noted in reports. Symptoms included heavy breathing consistent with hypoglycemia. Outcomes included the need for oral carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.